Event description:
It was reported that although battery impedance and battery life were close to elective replacement indicator (eri) the displayed magnet rate and battery voltage were almost at beginning of life (bol). The same anomaly was also observed on (B)(6) 2011. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found that high battery voltage and high magnet rate were displayed during device interrogation using a merlin programmer. Interrogation using a 3510 programmer showed a valid battery voltage and magnet rate.